Event description:
It was reported that there were concerns that there was pacing inhibition on this right atrial (ra) lead as there was no pacing morphology during implant. Ts also noted concerns about the location as there appeared to be device sensing issues, such as oversensing. The patient's wound was already closed at the time of the call. Thus, no troubleshooting was done. The lead remains in use. No adverse patient effects were reported.